Manufacturer narrative:
Rotation and secondary surgical intervention to remove/replace/reposition the lens is an expected or foreseeable side effect. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The lens was exchanged for a longer length lens and problem resolved. Cause of the event was reported as unknown.